Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set was not correctly inserted into the patient's skin. The blood glucose result was "over 500 mg/dl" on the patient's blood glucose monitor. The patient had symptoms of feeling weak and vomiting. The patient's friend took her to the hospital. The blood glucose results at the hospital were not provided. The type of treatment given to the patient at the hospital was not provided. The patient was released from the hospital on (B)(6) 2019.